Event description:
A customer observed a falsely elevated troponin I result. Repeat testing gave normal results, matching the patient's clinical picture. A malfunction of this type could cause biased results in assays that may be used in critical diagnostic applications. There was no report of patient harm as a result of this event.